Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to site to test the equipment. Representative reported that the system was left unplugged over the weekend and was able to be charged backup with only issue of communication from mobile view station (mvs) to imaging system. It was reported that after troubleshooting, pleora was not working. Replacing the pleora restored the system functionality. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacture for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the site had left the imaging system unplugged and the system would not power on. It was reported that after charging the system for 3 hours a critical battery error message was displayed on the imaging system. There was no patient present at the time of the issue.

Manufacturer narrative:
Additional information: device manufacture date received correction: UDI number updates with the correct information.

Manufacturer narrative:
The interface (umbilical) cable for the imaging system was returned to the manufacturer for evaluation. Testing found that the ethernet communication cable was shorter than intended as the bench testing and gbit testing did not pass. The pleora for the imaging system was returned to the manufacturer for evaluation. Testing found that a frame rate error occurred during an image acquisition.